Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported slda was due to patient anatomy. The reported mr is a cascading effect of the reported incomplete coaptation. The reported effect of mr is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported medical intervention and hospitalization were the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the clip detached from one leaflet and the mr increased. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing mr to 1. At a later date the patient returned and it was noted the clip had detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr increased to 3-4. Per the physician, the slda was due to the short posterior leaflet. A second procedure was performed on 4/28/2022. One clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.